Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error during the rewind process. The customer¿s blood glucose level was normal at the time of the incident and did not require medical treatment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: motor error alarm during rewind due to motor encoder signal out of phase. Pump passed the stop current and run current tests. Unable to perform the self test, off no power test, unexpected restart alarm error test, displacement test, prime test, occlusion test and no delivery test due to motor error alarm. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.